Event description:
It was reported that a user alleged recurrent low blood glucose while using the ilet system, referred to the device in derogatory terms, and threatened legal action. Device data review showed the user repeatedly paused insulin delivery for several hours multiple times per day, and the user did not engage with support despite outreach. Symptoms included "issues with lows", though attempts to obtain further information were unsuccessful. Outcomes included no reported medical treatment, hospitalization, or injury. Investigation included review of device use data and an attempt to obtain a blood glucose questionnaire through multiple outreach attempts. Investigation of this case revealed user-initiated prolonged insulin suspension as the likely driver of glycemic instability rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled insulin delivery pauses, with counseling and potential factory reset considered if engagement occurs.